Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The complete lead was returned, with set screw marks noted on the terminal pin, however, no discernible set screw marks were noted on the ring. Additionally, deformed conductor coils were noted to be slightly flattened 200mm to 205mm from the terminal pin, most likely a result of being grabbed with some type of tool. Dried body fluid was noted in the lumen. Further testing confirmed the lead to be electrically continuous.

Event description:
Boston scientific received information that during a routine device follow up, the left ventricular (lv) lead was observed to have dislodged into the proximal coronary sinus. A revision procedure was performed and the lv lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure.